Event description:
During a colectomy procedure, first device locked out at 2nd firing. After replacing with the 2nd device, staples malformed at 3rd firing (open shape). This occurred on the distal half of the stape line. The procedure was completed by additional suturing. There were no adverse consequences to the pt.